Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a new production label was needed, there was restriction inside the brush channel, there was restriction inside the forceps passage channel, there was low angulation, there were scratches and dents on the distal end plastic cover and a crack on the bending section cover glue on the insertion tube side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had chemical liquid remaining in the channel and the customer was unable to pass the cleaning brush through the channel. The issue was found during a diagnostic procedure. There were no reports of patient harm.